Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynxgrip vascular closure device (vcd) came out of the body and hemostasis was not achieved. Therefore, the product wasn¿t available and manual compression was performed for twenty minutes and the patient recovered. There was no reported patient injury. The mynxgrip vessel closure unit was prepared and used in accordance with instructions for use (IFU). The device was used in a transfemoral cerebral angiogram (tfca) using a retrograde approach. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynxgrip and has used the device several times prior to this procedure. A 5f non-cordis sheath was used. There was mild vessel tortuosity. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. To retrieve the device, balloon deflation was performed. The advancer tube was held in place while removing the balloon from the access site. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was not received for evaluation and the stopcock open. The sealant and advancer tube were not received for evaluation. In addition, a cordis procedural sheath was on the device exposed to blood with no damages were observed on it. The shuttle cartridge and the black handle were inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. Per functional analysis, the sealant and advancer tube of the returned device were not returned; therefore, a complete investigation could not be conducted. Per microscopic analysis, the shuttle tube was inspected at high magnification and the sealant was not returned with the device. The reported event of ¿sealant-sealant-misdeployment-complete¿ was not confirmed through analysis of the returned device since the device was received in a condition of complete device removal and no damages or anomalies were noted. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there were no damages/anomalies noted with the returned device and sealant/advancer tube were not included with the product. However, procedural/handling factors (such as excessive force during the sheath retraction step) are possible. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) came out of the body and hemostasis was not achieved. Therefore, the product wasn¿t available and manual compression was performed for twenty minutes and the patient recovered. There was no reported patient injury. The mynxgrip vessel closure unit was prepared and used in accordance with instructions for use (IFU). The device was used in a transfemoral cerebral angiogram (tfca) using a retrograde approach. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynxgrip and has used the device several times prior to this procedure. A 5f non cordis sheath was used. There was mild vessel tortuosity. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. To retrieve the device, balloon deflation was performed. The advancer tube was held in place while removing the balloon from the access site. The device will be returned for evaluation.